Event description:
A physician reported that during an ion endoluminal lung biopsy procedure the patient experienced an air embolism. The patient had a medical history of renal cell carcinoma with suspected metastatic lung lesions. The biopsied lesion was 1cm in size and located in the right middle lobe in the inner 2/3 of the lung. On the 2nd pass with a 19g needle, the nurse anesthetist (crna) noted a drop in end tidal co2 associated with the development of bradycardia into the 30s and hypotension requiring vasopressor support along with mild transient hypoxia. A transesophageal echocardiogram (tee) was performed confirming air in the left ventricle. There was no significant bleeding associated with the biopsy. The patient was admitted to the intensive care unit (ICU) for supportive care, fully recovered, and was discharged home with no long-term sequelae. The biopsy confirmed a diagnosis of renal cell carcinoma. The physician felt the highly vascular nature of renal cell carcinoma metastases combined with positive pressure ventilation using 10ml/kg for tidal volume and peep of 10 contributed to the air embolism. The ion system, instruments, and accessories functioned as expected with no malfunctions.

Manufacturer narrative:
The ion system, instruments, and accessories functioned as expected with no malfunctions. Event date unknown; therefore, no logs can be identified. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a patient of unknown age underwent an ion endoluminal biopsy of a right middle lobe nodule which confirmed metastatic renal cell carcinoma. On the 2nd biopsy with a 19g needle a drop in end tidal co2 and bradycardia with hypotension requiring vasopressor support was noted along with mild transient hypoxia. Tee confirmed air in the left ventricle. The patient was hospitalized in the ICU for supportive management. The patient fully recovered with no sequelae and was discharged home. There was no malfunction of the ion system, instruments or accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of (B)(4) with 1 death. In another multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. Based on the available data the adverse event was procedure related. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.